Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. We did receive performance data collected from the device and have analyzed the data. Analysis found undersensing.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there may be loss of contact. The device was explanted and replaced. No patient complications have been reported as a result of this event.